Manufacturer narrative:
Literature citation: morales gisbert sm, sala almonacil va, zaragozá garcía jm, genovés gascó b, gómez palonés fj, ortiz monzón e. Predictors of cervical bleeding after carotid endarterectomy. Annals of vascular surgery 2014;28(2):366-374. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed.

Manufacturer narrative:
The device lot number that was provided for this case belonged to a device that was manufactured after the date of surgery. An email was sent to the physician asking for confirmation of device lot number and date of surgery. Corrected information received from the physician. Date of surgery was (B)(6) 2009.

Event description:
This information was received through literature article ¿predictors of cervical bleeding after carotid endarterectomy" published in annals of vascular surgery, september 2013. It was reported that there were 11 re-interventions performed on patients who received a carotid endarterectomy using a gore® acuseal cardiovascular patch. Reoperation was required due to cervical hematomas. In this patient there was an unidentified cause of bleeding in the reintervention.